Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that when the healthcare professional removed the old extensions and tried to place them into the new stimulator they would not fit. The proximal ends of the extensions were checked and looked old and brown so the healthcare professional decided to replace the whole system.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins). The rep reported that during an implant procedure, they were unable to insert the lead/extension into the header block. The rep reported that he wasn¿t in the case, he received a call from cs who reported having an issue inserted both the extension and lead into the header block. The rep reported that the ins was being replaced due to normal battery depletion. No complications reported.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's doctor replaced the scs system with new leads and a new ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.